Manufacturer narrative:
The subject uhi-4 has not been returned to olympus medical systems corp. (Omsc). Omsc analyzed the DHR of the subject uhi-4, no abnormality was found. There is a possibility that co2 leaked out from the connection port of the high pressure hose, because the connection with the high pressure hose was not screwed properly, from the information of the event occurrence. There is a possibility that is resulted from handling of the user.

Manufacturer narrative:
The subject uhi-4 was not returned to olympus medical systems corp. (Omsc). Omsc will investigate the subject uhi-4 to identify the root cause of this failure phenomenon when omsc receives it. The uhi-4 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
When pneumoperitoneum was started to perform a procedure of laparoscopic left nephrectomy using uhi-4, co2 leaked out from the connection port of the subject uhi-4 and the high pressure hose. The subject uhi-4 was replaced with a spare device, and the procedure was continued and completed. After that, when the user confirmed the subject uhi-4, it seemed to be leaking because the hose connection was insufficient. There was no report of the patient¿s injury regarding this event.